Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user had been disconnected from the ilet and contacted support to complete a factory reset per clinician recommendation, after which the agent guided the user through the reset steps to resume automated insulin delivery. The event involved elevated blood glucose with a reported peak of 330 mg/dl for less than one hour, which the user associated with having recently eaten and not yet treated. Symptoms included hyperglycemia without reported ketones, loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no alerts reported, no medical intervention, and no need for assistance. Investigation included technical support troubleshooting and user education. Investigation of this case revealed no device malfunction identified and the cause of the hyperglycemia remained unclear. It was concluded that the device functioned as expected following the reset and the event was attributed to cause unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.